Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new ins in (B)(6) 2019 and they had the device reprogrammed 2-3 months later. A month later the patient observed an elective replacement indicator (eri). Impedances were checked and contact pairing 0-1 was found at 61 ohms and the battery voltage was 2.53v. The ins was programmed off of the contacts with low impedance, and the battery voltage went back to 2.93v. It was stated that the patient's therapy is not as good as before, but they have reasonable tremor control. An xray was taken and there were no obvious visible breaks or kinks in the system. Regardless, the clinic may go in and investigate the lead/extension. A longevity estimate was performed and the battery life was found to be 3.44 years to eri for the device. No further complications were reported or anticipated. No further complications were reported or anticipated.

Event description:
Additional information was received from a hcp. It was reported that x-rays were performed and there was no visible damage to the system. The patient was programmed using electrodes that do not show low impedance, and they are receiving effective therapy. There is no further action planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.